Event description:
Provider states the left wheel lock is not working. Provider states he has gone out to the consumer's home 3 times to tighten the wheel lock but it is still not working. No additinal information provided.